Event description:
A hospital has voiced concern that a spacelabs (B)(4) patient monitor disabled alarm audio tones when the end case function was activated.

Manufacturer narrative:
In order to avoid nuisance alarms, spacelabs (B)(4) patient monitor is designed to disable alarm audio tones while a patient is not connected to the monitor. A message "--- case ended --- (l) alarm tones off" appears on the lower left of the display and the visual alarms are still active. This design function was explained to the hospital. As a precaution, spacelabs evaluated the subject device and confirmed the device was working to specifications. No one has been injured as a result of this issue. This report is considered final and this issue is closed.